Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient suffered a fall with a seizure in (B)(6) 2014 and fell on her left side. The device was programmed off and the patient was sent for x-rays. X-rays were received and reviewed by the manufacturer. Review of x-rays identified a gross lead fracture in the lead in the chest region just superior to the generator. No additional relevant information has been received to date. No known surgical intervention have been performed to date.

Manufacturer narrative:
Age at time of event; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.

Manufacturer narrative:
Age at time of event; corrected data: this information was inadvertently reported incorrectly on the supplemental report #1.